Manufacturer narrative:
G4: 09oct2019. B4: 10oct2019. The field service engineer performed troubleshooting and confirmed the reported problem. The field service engineer replaced the speaker # 1 connected to the motor controller printed circuit board assembly (pcba). Performed functional and performance specification tests after repair, which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the check vent alarm primary speaker failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the check vent alarm primary speaker failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 12oct2019. The electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.